Event description:
It was reported that the pt experienced a decrease in pain control. The pt underwent a dye study which was negative. A rotor study revealed a stalled rotor. The pt's pump was replaced. The pt recovered without sequela. The pt's pump contained hydromorphone 25 mg/ml at dose of 10 mg/day.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not completed as of the date of this report. A follow-up will be sent when the analysis is completed.